Manufacturer narrative:
An examination of the device revealed that there was an approximately 90-degree bend on the distal end of the instrument. The ruptured area of the white outer sheath was also identified. It could be concluded that the bending of the distal end created an obstruction causing the rubberized outer sheath to expand, leading to the rupture. The customer was made aware of the findings.

Event description:
It was reported that an incident occurred with a flexible cryoprobe. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: not provided). Per the account, the cryoprobe made a loud "bang" sound and was found to be damaged. Specifically, the connection tube was split at the connector point between the connection tube and application element section of the cryoprobe. There was no report of any injury to the staff or patient.